Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken grip cable at proximal end near the clamping pulley. Additional observation(s) : the grip cable was found to be loosened at the yaw pulley. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of loose grip cables is attributed to a cracked clamping pulley, which can lead to cable dislodgement at the proximal end, resulting in a lack of tension and a loose or dislodged cable at the distal end. Such cracks in pulleys, shafts, and disks within the housing typically occur due to improper reprocessing conditions.

Event description:
Refer to h11 for follow-up information.